Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours on the abdomen. Symptoms reported include an abscess and pain. It was noted that the patient's blood glucose level reached 22.1 mmol/l (397.8 mg/dl). The patient contacted their doctor and was prescribed amoxicillin with clavulanic acid (550/125 mg 3 times a day 3 tablets). Hyperglycemia treated with pen correction. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.